Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."

Event description:
It was reported that the customer experienced elevated blood glucose levels (+300 mg/dl). Troubleshooting was performed and pump appeared to be delivering as expected. Customer noticed air bubbles in the luer lock and tubing. Reportedly, customer used cold insulin to load the cartridge. Fill tubing was performed and air bubbles were successfully expelled and insulin delivery was resumed.